Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
According to allegations made in a lawsuit, a patient underwent a procedure where an implant was used to repair his mandible. Subsequently, the patient alleges he experienced nerve damage as well as damage to his bone structure and jaw integrity. No further information regarding the product has been provided. At this point, stryker is unable to ascertain which one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.